Manufacturer narrative:
We are at this point in time, awaiting the receipt of the complaint device towards evaluating it to try and discern a root cause for the reported failure. Those conclusions will be the subject of the follow-up report.

Event description:
During an arthroscopic rotator cuff repair, the distal tip of a panalok loop rc anchor inserter broke off into the patient. All of the broken fragment was immediately removed from the patient's body and the repair was concluded successfully using another same type device without further incident or harm to the patient.